Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a drainage catheter was placed in a patient diagnosed with a liver abscess on (B)(6) 2018. On (B)(6) 2018 a split in the catheter was identified and puss was leaking from the catheter. The fracture was noted to be 5-8cm from the end of the catheter hub. A new catheter was placed for this patient with no injury to report.